Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The qc was within acceptable range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit. Initial result: 1.75 mg/dl. The customer noticed that the initial result did not match the patient's previous result. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 1.03 mg/dl.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer checked the gear pump and the probe alignment and adjusted the rinse unit. He then did a performance check, and the instrument was performing within specifications. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue.